Event description:
During drug preparation using baxa two-fer-tm- 16 gauge needles, the needle has been noted to detach from the hub, leading to drug spillage and creating a hazardous condition for staff preparing medication. Dates of use: 2008. Diagnosis or reason for use: used for intravenous medication preparation.